Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, slow communication was observed on the pacemaker due to rf telemetry lockout. The device was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
The field complaint of telemetry/communication anomaly was not confirmed. The pacer was received in normal working conditions with battery level near bol. Electrical and mechanical analysis performed indicate normal functionality, and telemetry test while the pacer was programmed to field settings show the device maintained telemetry with the programmer throughout the test. Visual inspection of the header and connectors did not find any anomaly that could cause telemetry or communication issues. Total projected longevity based on field settings is 10.0 years, implant duration is 0.86 years and remaining longevity is approximately 9.14 years to eri.